Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the distal tip of 6f .070 xb 3 100cm vista brite tip guiding catheter fractured within the vessel under normal use conditions. The device was being used in the patient when the distal tip of the catheter fractured, or separated, and resulted in a broken tip inside the patient¿s blood vessel. The separated tip was not removed. In order to prevent injury an additional intervention was required. The additional intervention consisted of the physician attaching the separated distal tip to the vessel wall using a stent. No evidence of external force or user error were identified, and no resistance was met while withdrawing the device. The device was stored and prepared per the instructions for use (IFU). The device was inspected prior to opening the package and no anomalies were noted when the device was removed from the package nor during or after device preparation. There were no difficulties experienced in preparing the device, and the device was pulled from the packaging by the hub. The malfunction did not occur while the device was being preloaded outside of the patient. The device was intact after use except for the separated tip. The user was trained on the device. Vessel characteristics at both the target site and the access path were reported as mild calcification, mild tortuosity, mild stenosis, mild acute angle, and mild bifurcation. The device was not used for treatment of a chronic total occlusion (cto). The device will be returned for evaluation.